Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head had intermittent telemetry when cable was moved. The rf head cable was found out of electrical specification.

Event description:
It was reported by a clinic nurse that she was unable to interrogate a few patients' devices with the rf (radio frequency) head. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.